Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The product code could not be downloaded with original battery. The battery was at end-of-life with a voltage of 2.10 v. After replacing the battery, and downloading the product code, the device functioned normally.

Event description:
It was reported that the pulse generator could not be interrogated. Loss of capture was noted. The device was replaced.

Manufacturer narrative:
Na